Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a signal artifact monitoring (sam) episode due to noise caused by recent patient surgery. Technical services (ts) was consulted, and the device appeared to be functioning as programmed. This ICD remains in service. No adverse patient effects were reported.